Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a device and right ventricular (rv) lead displayed shock impedance measurements of greater than 125 ohms. The device was beeping. The health care professional (hcp) did not provide any further information and no additional information was able to be obtained. There were no adverse patient effects reported.